Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a trial patient. It was reported "settings not available" screen 59 was seen. Decreasing amplitude to 0.0 ma and increasing to effect (7 ma) resolved the message. The patient had tried to increase past 8.5v to 9.0 and that was why he got the out of regulation (oor). The patient did that because he thought he had to feel stimulation all the time and he was not feeling stimulation at 5.0. The trial was working for the patient because he had not gone to the bathroom in the last 4-5 hours. The baseline was reported as 30 times a day. It was noted that the trial would be over on (B)(6) 2016. A healthcare professional (hcp) later reported that the patient had pulled out the wires and then stopped feeling stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.